Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the surgical parameters were changing without the remote or touchscreen being touched. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was replicated. The touchscreen was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 18, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming touchscreen. However, without a sample, the ¿component level root cause¿ cannot be determined at this time. The manufacturer internal reference number is: (B)(4).